Event description:
On (B)(6) 2011, patient requested assistance adjusting her basal rates due to a severe hypoglycemic event earlier in the morning. Blood glucose was 34 mg/dl at 1:00 a.m., and her daughter called the paramedics approximately 6 hours later. She does not know what her blood glucose was at that time, and it had increased to 50 mg/dl when the paramedics left her house. Patient received treatment of orange juice and "some kind of liquid." Patient had a routine doctor's appointment on the day of the report, and basal rates were adjusted. Patient had also been experiencing frequent hypoglycemia. The time and date were programmed correctly on the infusion device, and the basal rates were adjusted during the call. Patient did not prime the infusion set while it was attached to her body. Patient had not consumed alcohol or had any lifestyle changes. Patient last bolused on (B)(6) 2011. Infusion device was not dropped or exposed to water or other liquids. Patient was unable to provide her target blood glucose range. No product was requested for evaluation, as patient was going to continue to work with her physician to adjust her basal rates to increase blood glucose.

Manufacturer narrative:
No product will be returned for evaluation.